Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 401 mg/dl. Customer did not mention any symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 401 mg/dl. Customer current blood glucose level was 170 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer treated their issue with manual injections. Customer did not mention leaks or air bubbles. Customer reports bolus wizard is programmed accurately. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The battery compartment was damaged. The insulin pump had battery issue. The infusion set changed (B)(6) 2018. The infusion set was not bent. Product will not be returning for analysis.